Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the snare loop got deformed and was damaged. Reportedly, the snare loop was not detached into the patient's body. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The condition of the patient following the procedure was reported to be fine.